Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. The power cord was replaced to resolve. Based on this information no further actions are required at this time.

Event description:
A distributor contacted technical service to report that the viking m lift had an issue, power cable with bare wire. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. The device was requested for service/inspection by baxter.